Event description:
A talent abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm one month ago. The stent graft was implanted one month ago. Vessel morphology was reported as the aortic neck was short 5-7 mm in length. It was reported during deployment of the stent graft, the physician attempted to position the stent graft under the renal artery but the stent graft got caught on a previously deployed renal bare metal stent. The physician was unable to reposition and correctly place the stent graft. The stent graft was partially covering the left renal artery. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation codes, results: arterial and venous occlusion. Conclusions: stent graft caught on another manufacturer's bare metal stent.